Event description:
Dr. Alleges that a fluency tracheobronchial stent graft was inserted to treat a venous lesion, post dilatation. The stent graft failed to deploy (even with excessive pressure). The device was removed and another fluency device was successfully placed. Post procedure, the technician and physician investigated the device further. While trying to deploy the device on the table, the catheter broke free form the y adapter and the device still did not deploy.